Event description:
It was reported that: during surgery using an al2 plate (70-0372-s :604287), the drill was broken. The drill was able to be extracted and is not left behind in the body.

Manufacturer narrative:
One 80-0318 drill (batch 489196) was returned in two pieces: a larger main body segment and a smaller tip segment. Drill exhibits a fracture region with fracture surfaces sitting oblique to the device axis. Fracture surfaces are lightly textured. The helical flutes of the drill additionally exhibit damage/dulling on the tips of the drill flutes. The helical flutes of the drill additionally exhibit deformation, where the clockwise (as viewed from the tip end) spiral of the flutes reverses into a counterclockwise helix. Lastly, the fluted portion of the drill exhibits an off-axis bend. No definitive conclusions can be made.